Event description:
The event is reported as: within 2 days after replacement, the product was found to have a blue liquid inside. The patient's urine was reported as bacteria-positive. No patient injury reported.

Manufacturer narrative:
Add'l lot numbers - 07le49, 07ee20d are listed as the potential lot number. Evaluation: method: review of sterile run records. Results: visual examination of the catheter showed that the shrink sleeve had been damaged in perforation-like appearance. Heavy encrustation was seen in the drainage lumen. Some stains were present in the drainage funnel across the grip steps. The sterile run records for the reported lot shows no abnormality. Connector attachment test showed no leakage. Conclusions: based on the investigation, no abnormality or defect was found on the catheter. Urinary tract infection is a known and acceptable risk associated with usage of urinary catheters.